Event description:
It was reported that at a patient¿s follow-up appointment, they kept program 2 the same but changed the pulse width. When the patient left the doctor, she was on program 4 but two days later she was having abdominal pressure like she had to pee again, so she changed back to program 2. She still felt horrible and at work she had to go and go. As the day went on it went worse. The patient had a loss of therapeutic effect. She was sleeping through the night and now was getting up only once a night. The patient could change programs and planned to call her healthcare professional. Following the programming, the patient was miserable for two months. When she went back to the doctor, the device was turned off. She wasn¿t sure how it was turned off. Later in the day after the patient had an appointment with her doctor, the device turned off and was off for one month. The patient had increasing symptoms and a loss of therapeutic effect. The device was turned back on and this had been resolved.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va0fvp5, implanted: (B)(6) 2014, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).